Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of a right common femoral artery using a prostyle device after a diagnostic procedure with a 6f sheath. Reportedly, the suture was inadvertently deployed in the tissue outside of the artery. The footplate then became stuck in the tissue. The device was twisted which caused the suture to break allowing the footplate to retract. The device was removed without issue. There was no harm to the vessel or tissue. Upon device removal it was noted the footplate was displaced. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
A visual inspection and functional testing were performed on the returned device. The malposition of the device/suture and difficulty to remove could not be replicated in a testing environment as it is based on circumstances of the procedure. The reported stuck foot was confirmed. The reported suture break could not be tested as the suture was not returned. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Reportedly, the suture was inadvertently deployed in the tissue outside of the artery. The footplate then became stuck in the tissue. The device was twisted which caused the suture to break allowing the footplate to retract. Based on the reported details and returned analysis the reported difficulties and noted damages were likely due to the circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.